Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the drill snapped. However, the nursing team disposed the drill. This happened using the 90 degree drill guide and 6mm depth cap. No pieces of metal fell into the surgical site. The broken piece was removed. It was reported that the procedure was completed successfully with no medical intervention or surgical delay.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: -devices are handled and checked several times through reprocessing and surgical preparation -tip styles may be used interchangeably; if one part is damaged, adequate replacement is often immediately available the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the drill snapped. However, the nursing team disposed the drill. This happened using the 90 degree drill guide and 6mm depth cap. No pieces of metal fell into the surgical site. The broken piece was removed. It was reported that the procedure was completed successfully with no medical intervention or surgical delay.